Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
The father reported via phone call that the customer's keypad was unresponsive. The customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the keypad issue. Customer agreed to return the insulin pump for analysis.